Event description:
It was reported that column elevation movement on the 9800 has become intermittent. Sometimes the button has to be pressed several times for elevation to work. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply. The system was tested and found to be working as intended. System returned to service.